Event description:
The user facility reported that while a patient was present on the table for a robotic procedure, hospital personnel commanded the table floor locks to unlock in order to reposition the table however, the table did not respond. Hospital personnel adjusted the orientation of the robot and the procedure was completed successfully. No injuries were reported however, a procedural delay was reported.

Manufacturer narrative:
A steris service technician inspected the table and found it was operating according to its specifications. The table is designed such that if the table top position is moved more than 2 inches towards the "head" direction (normal orientation), the table floor locks cannot be disengaged. This feature is intended to maintain the stability of the table in the unlocked position during movement of the table when no patient is present on the table. The technician discussed and demonstrated the relationship of the function of the table floor locks to the table top positioning while he was on site. It is noted also that the table operator manual states (pp.1-2), "failure to engage the floor locks before placing a patient on or removing from the table or disengaging the floor locks while a patient is on the table during a surgical procedure could result in the table rolling unexpectedly during the procedure." Unlocking an operating table while a patient is on the table is inherently risky and is strongly warned against.